Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports placing the catheter in ir and when the pt began apheresis, the catheter began to leak near the blue hub. The pt had to come back to have the catheter changed over a wire.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.